Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. The cardiosave intra aortic balloon pump (iabp) was observed by a getinge field service engineer (fse) evidence of blood contamination in the tidal volume tubing. The pim assembly was replaced, resolving the reported issue. All operational and safety checks were performed per factory specifications, and the unit was returned to the customer.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6(investigation findings).

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e.1.: full event site name is: (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had blood contamination from inlet tubing to tidal volume due to catheter rupture. There was no patient harm or injury reported.